Event description:
It was reported that the pt has expired after an implant duration of 19.5 months, due to unk reasons. It is unk if the death was device related. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.